Event description:
It was reported that the patient was in operating room for an unknown reason. During procedure, cautery was used and the pulse generator exhibited a diagnostics anomaly. The device was successfully reprogrammed. No patient symptoms were reported.